Manufacturer narrative:
The device was returned for analysis. The reported suture retrieval issue was observed as a link separation. The reported foot separation was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. A needle deflection striking the foot resulting in foot separation during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle with reported issue referenced in b5 is captured under a separate medwatch report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using prostyle devices after a diagnostic procedure with a 5f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with the first prostyle. Upon device removal, the posterior portion of the foot plate was noted to be missing. The location of the missing foot plate is not known; however, a diagnostic angiogram was performed on the patient, and no issue [flow disturbance] was found. To the physician's knowledge, nothing was left inside the patient. With the second device, a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
User medwatch: iuf/importer report # (B)(4).

Event description:
A user facility medwatch report received that states: "describe the event or problem: inpatient angiogram procedure with embolization of splenic artery after liver transplant. Right common femoral artery puncture. Deployment of suture mediated closure device (perclose prostyle - abbott vascular) with failure to ¿capture¿ the suture, which is a recognized failure and occasionally happens. The device and suture were removed uneventfully, apparently intact, over the wire. A second device was advanced and deployed which also failed in identical fashion. The second device and suture were removed uneventfully, apparently intact, over the wire. A third device was advanced and was deployed successfully achieving arterial closure and hemostasis (as expected). Following deployment of the third device, dr. And resident inspected the three devices and it was discovered that one of the three devices (believe it was the first one deployed) was missing one of two ¿foot plates¿. The foot plates are part of the mechanism of the device. Each foot plate is a small piece of plastic (not radiopaque) which is perhaps 4 x 3 x 1 mm. The sterile tray and sterile drapes and towels were searched for the foot plate. Physician concern that the missing footplate could have broken off inside the artery. Because the missing piece is radiolucent (not visible on x-ray), the decision was made to perform a right lower extremity angiogram to evaluate for the possibility that the missing piece had embolized into a right lower extremity artery. The left common femoral artery was accessed and via this access, right lower extremity angiogram was performed showing normal arterial anatomy without evidence for an embolized or lost intra-arterial fragment. The catheter was removed and hemostasis at the left femoral artery access site was achieved with direct pressure, a closure device was not used. Sterile dressings were applied to both right and left femoral artery punctures." It was stated in the user medwatch report that there were two access sites in the procedure. However, the prostyle devices were only used in the right common femoral artery as originally reported. The left common femoral artery was closed using "direct pressure" [manual compression].